Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed to stay closed. A field service engineer found the station with a failed full height cubie drawer that would not open, ran hardware test application (hta) and tested the drawer; it failed to open and appeared as open in hardware test application (hta), removed the drawer and inspected the inseparable latch, found that the magnet missing, removed and replaced the inseparable latch, then reinstalled the drawer in the station. After rebooting, the drawer became operational and successfully recovered, reran hardware test application (hta) and tested the drawer, and it passed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer failed to stay closed and had storage space failure. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.